Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, a review of the daily measurements on this cardiac resynchronization therapy defibrillator (crt-d) revealed a few high out of range shock impedance measurements greater than 125 ohms. The average trend was stable and the physician elected to review the system again at the next follow-up. The right ventricular lead is a competitor product. This crt-d remains in service. No adverse patient effects were reported.